Event description:
Last week (july 9th) we were contacted by the oncology ambulatory services at (B)(4) hospital in (B)(4). Pt 11: 2 weekly treatments with cisplatin in conjunction with radiation. Thrombosis diagnosed august.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr review showed one other similar product complaint file(s) from this lot (288617).